Manufacturer narrative:
The treating physician noted that there was a medication change during the patient's treatment which may have contributed to the increased anxiety.

Event description:
A practice notified neuronetics that a patient experienced worsening anxiety and resurfacing of ptsd in her dreams after starting tms treatment. She stopped after 7 treatments.